Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the programmer was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the programmer had "telemetry failure". The programmer has been returned for repair. There was no patient involvement.